Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime anomaly or rewind or rinding noise anomaly noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot . (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches or damage on the pump display and it affect of ability to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported pump make any unusual or grinding noises, that sound different than before and the prime/rewind process seem to take longer that they did before. Customer reported no delivery alarm also. And the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.